Event description:
Patient was a youth in the care of his/her parents at home using a zevex infinity ii enteral feeding pump. Patient was a new user of the pump. In the morning in 2007, the pump was alarming "no flow out." At the time of the alarm, the pump had delivered 553.7 ml out of 600 ml dose. The pump was not reset. When the pump was used for the next night's feeding the pump was still not reset. The feeding was started with 600 ml in the delivery set. The feeding was started and the pump functioned as designed and delivered the remaining 46.3 ml from the previous dose. At 553.7 ml was not delivered and remained in the delivery set. The pump is designed to start where it left off after alarming. The pump must be reset to deliver a new dose. This is defined clearly in the user instruction. The above information was downloaded from the user log on the pump that was involved. It was reported that the parents knew the food was not delivered and, even though there was still 553.7 ml left in the delivery set, the child was sent to school. The child left school early due to feeling ill. The child had a seizure later in the day and was taken to the hospital. Unconfirmed information suggests that the child was suffering from hypoglycemia and dehydration.

Manufacturer narrative:
Pump question was returned to zevex. The pump was evaluated and found to function as designed. The event log was reviewed. The event log showed that the pump was stopped before the dose was complete in 2007 with dose remaining. The event log showed that the pump was restarted without being reset one day later. The pump delivered only a partial feeding the same day. The instruction manual clearly states, that the pump must be reset when stopped before a dose is complete. It is not entirely clear that this short feed lead to the event referenced. It is also not known if the patient was feed in an alternate way, or if the feed was complete prior to the patient going to school.